Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, multiple attempts to affix the right atrial (ra) lead to its channel were conducted but were unsuccessful as the ra lead would constantly dislodge. A new ra lead was used to resolve the event. The patient experienced no consequences.